Event description:
Customer reportedly obtained a result of 357mg/dl on the advantage sys and 66mg/dl on a professional meter within 10 mins. Customer drank juice in response to results and result of 66mg/dl. No adverse event reported. Requested return of suspect sys and replacement was sent.